Manufacturer narrative:
Lot # is unknown as it was not provided. Exp. Date is unknown as no lot # was provided. UDI # is unknown as no lot # was provided. Age of device is unknown as no lot # was provided. Patient code: additional surgical procedure is not labeled. Device code: device malfunction is not labeled. H4) unknown as no lot # was provided. The event is currently under investigation.

Event description:
A vital port was implanted on a (B)(6) female patient as per instructions for use. The physician found that he was able to inject into the port, however was not able to aspirate to a certain potency. The physician believed the catheter worked fine, however the actual port itself is faulty. Another vital port was reinserted with no issues. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history along with a functional test. Dimensional verification and visual inspection of the returned product was conducted during the investigation. One used vital port was returned with a catheter lock and a approximately 1 cm length of catheter. The vital port body and catheter were assembled per guidelines within the IFU. The remainder of the catheter appears to have been trimmed from the device and was not returned. A visual inspection was performed on the device, its outlet tube, the catheter lock, and the catheter fragment. No evidence of manufacturing nonconformity or obstruction was found. A dimensional verification was performed on the catheter fragment and the outlet tube of the vital port housing. All dimensions measured were found to be within specification. A functional test was performed in which the vital port housing was injected with water using a non-coring needle. No evidence of leakage was observed. Another functional test was performed in which air was successfully aspirated into a syringe. The vital port was submerged in water and an aspiration was successfully performed. No evidence of blockage or leaks was found. Because the device's lot number was not provided, a review of manufacturing records or complaint history could not be performed. There is no evidence to suggest the product was not manufactured to specification. As the complaint could not be replicated and no visual evidence of an obstruction was found, the complaint cannot be confirmed. No evidence of manufacturing nonconformity was observed on the returned components. The root cause of the complaint is unknown.

Event description:
A vital port was implanted for the (B)(6) year old female patient as per instructions for use. The physician found that he was able to inject into the port, however was not able to aspirate to a certain potency. The physician believed the catheter worked fine, however the actual port itself is faulty. Another vital port was reinserted with no issues. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.